Event description:
Philips product investigation lab (pil) received a v60 ventilator cpu pcba for evaluation due to reported physical damage and associated functional concerns. The device was not reported to be in clinical use at the time of the event. No patient involvement or patient harm was reported. User impact consisted of the device being removed from service for evaluation and replacement of the cpu pcba due to observed physical damage. The cpu pcba was evaluated by the product investigation lab (pil), where physical damage was confirmed on ls1 of the cpu pcba. Electrical testing identified an out-of-spec resistance measurement across ls1 of approximately 543 ohms, compared to the expected specification of approximately 400 kw. Functional testing further confirmed ls1 non-operational behavior under applied voltage conditions, indicating electrical failure consistent with the observed physical damage. Based on these findings, the issue was confirmed during pil evaluation and was determined to be reproducible under test conditions. No additional device-level failures beyond the ls1 condition were identified during evaluation. The cpu pcba had already been replaced in the field prior to pil evaluation due to the identified physical damage. As a result, no further repair actions were required following laboratory confirmation, and no additional servicing activity was performed beyond failure verification and documentation of results. All information within this complaint record has been reviewed and determined there was a malfunction of the device. The likely cause of the reported problem was determined to be physical damage to ls1 of the cpu pcba, resulting in electrical failure, out-of-spec resistance, and loss of proper component functionality.